Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. Complaint information provided by the distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the inner mechanism fractured/broke. No adverse events reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.